Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were off by 100 points and that the blood glucose ran high. The blood glucose reading was 400 mg/dl. The customer reported no bent cannula. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.